Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker great britain . The technical service report indicates: summary of evaluation: confirmed fault as reported ¿ programming issue exchange / replacement required - do not scrap - may need to go to manufacturer - yes passed to RMA for shipping - yes . Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g. Camera head onnection from cable to transition oard. Incorect / inadequate coupler lens coatin, soaking cap disconnection during sterilization, fogging due to fluid between coupler and camera head or scope and coupler, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge , cybersecurity attack, use error . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.